Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. The following information was provided by the initial reporter: "also we have now had the same issue with 2 more different lot numbers."

Manufacturer narrative:
H.6. Investigation: twenty representative samples were received by our quality team for evaluation. 10 samples were received from batch 0144811, five samples were received from batch 0270634, 3 samples were received from batch 0051728, and two samples from batch 0144807. The samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. All samples passed inspection and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the customer verbatim, the root cause of the leakage could be due to the valve issue. CAPA#1379444 was initiated. : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. The following information was provided by the initial reporter: "also we have now had the same issue with 2 more different lot numbers".